Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose levels rose to 17 mmol/l (306 mg/dl) while wearing the pod for between 37 and 48 hours. The pod came off the infusion site (arm) while the patient was swimming in the pool. A new pod was successfully applied. The pod was discarded.